Event description:
Technician using the cobas ampliprep instrument and reagents alleged, the odor being emitted from the instrument, specifically that of the cobas ampliprep lysis reagent which emits an odor due to the presence of dtt, exacerbated an existing migraine headache condition. The technician had experienced headaches over a two week time span. Other technicians in the laboratory did not experience headaches or any other feelings of ill health. Laboratory personnel reported, they followed the instructions for waste disposal contained in product bulletin 07-150. However, they were not keeping the biohazard container covered, disposing of its contents on a regular basis or double bagging the waste bags as recommended.

Manufacturer narrative:
Information contained in the case does not indicate any product malfunction. The emission of odors from the cobas ampliprep instrument has been previously investigated. The smell comes from the dtt contained in the lysis reagent. Instructions have been provided to customers on the proper method to store and dispose of instrument waste. Included in these are the recommendations to keep the biohazard container covered, dispose of the waste material on a regular basis and double bag the waste material to help keep the odors to a minium. This event appears to have other contributing factors specifically related to the technician performing the testing.